Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a discrepant elecsys hcg + beta test system (hcg+b) result for one patient sample on a cobas e 411 immunoassay analyzer. The initial hcg+b result was 0.100 miu/ml with a data flag and was reported outside of the laboratory. The repeat hcg+b result was 131.9 miu/ml with a data flag for the same sample. There was no allegation of an adverse event. The hcg+b lot number was 28429201 with an expiration date of 28-feb-2018.

Manufacturer narrative:
The field service engineer checked the instrument and found a cover was broken and needed to be replaced. After replacing the affected part the analyser was working acceptably. He checked the mixer and it was normal. The customer was not using the required rack adapter for the 13 mm diameter tubes. The provided calibration data was within expectations. A precision check performed on (B)(6) 2018 was within expectations. On the date of the event, there was an alarm which indicated that the probe was wet or dirty. No foam was observed on the system reagents. The investigation was unable to find a definitive root cause.